Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 97754, serial# (B)(4), product type recharger.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin had broken. The patient stated that he had not felt stimulation as he was unable to charge his ins. It was noted that since the pin had broken he had taped it up. The patient also stated that he saw the "call doctor" screen on the recharger along with an unknown code. Additional information received from the manufacturer's representative (rep) stated that the patient had received a new recharger from repair, but was still seeing the call doctor message. The patient told the rep it was a por (power on reset) message. It was reviewed that the patient should use the programmer to determine if the por was informational or warning in nature. The rep planned to call the patient back to assist the patient with clearing the por or schedule an appointment to clear it with the clinician programmer. No symptoms were reported. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.